Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
The patient had an atrial tachycardia days after the procedure. The causality was possibly procedure related and not device related. The event was not life threatening. The patient was hospitalized. There was no medical intervention. There was no permanent impairment. This event was part of a clinical study. Additional clarification was requested on the event, however, no additional information has been provided.

Manufacturer narrative:
Additional information was received on february 25, 2014. The treatment was medication. (B)(4).